Event description:
While setting up new 401 bicarby dialysate bags for cvvh (continuous veno-venous hemofiltration), one started leaking. Nurse removed the luer-lock cap and it started to leak out before cracking the inner cone.